Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During joint balancing, the system displayed the knee to be in 14 degrees of varus, which did not reflect what the surgeon observed clinically. The makoplasty specialist (mps) present at the case led the surgeon through verifying the CT landmarks and checkpoints, which were deemed acceptable. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). It was concluded that the software performed as intended and reflected an accurate varus/valgus angle; therefore, the issue likely resulted from the surgeon's perception of the position of the bones, which can be affected by the disease state of the knee and the tension of the ligaments.